Manufacturer narrative:
Refers to the main device, other components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter.

Event description:
Information was received from a patient who was receiving saline at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2017, it was reported that, in (B)(6) 2017, the patient was told that "they" were not able to find the "line going from the pump to the spine". According to the patient, their pump was filled with saline and had been turned off since (B)(6) 2016. The patient was moving to (B)(6) and looking for a physician to remove their pump. No out of box failures were reported, nor were any medical/therapy problems related to a small components product reported. The dose and concentration of the medication in the pump was unknown, but reported as "very low". No further complications were reported.